Event description:
It was reported that during a hand assisted right nephrectomy procedure, as the surgeon was pulling the device out, the top portion came apart. There were no sharp instruments around. Used another like device to finish the case with no patient consequence.